Manufacturer narrative:
The complaint sample was returned for evaluation and the reported event was confirmed, there is little force or tension on the flex bar when locking the rasp. Visual inspection of the device found that the flexible bar to be locked upside down. In this configuration, the lever cannot be closed entirely but the rasp can be locked. The incorrect assembly of the flex bar causes the tension applied in the rasp to be nullified. Instructions for use packaged and shipped with the product to the customer for distribution explain the correct assembly and disassembly of the device in the cleaning process. Corrective action was taken to further investigate user misuse of this type. Further investigation verified current process effective. A manufacturing review was completed and there were no discrepancies found. No further investigation is required. (B)(6).

Event description:
It was reported the broach handle folding mechanism does not work. There were no adverse events reported as a result of the malfunction.